Event description:
The account alleged that the head section will not go up. The manual pedal pumps hard and has magnetic pull to the coil.

Manufacturer narrative:
The account was asked to replace the valve. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.